Manufacturer narrative:
Completed by manufacturer. (B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: if implanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) implanted in the patient's right eye, was explanted in a secondary procedure due to ''glare was too much.'' The patient had an intraocular lens implanted in their left eye that has been explanted. This explant from the patient's left eye has been reported in a separate MDR.